Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant, the patient received an inappropriate shock due to dislodgement of the right ventricular (rv) lead. It was also indicated the rv lead triggered an audible lead integrity alert (lia). The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.